Event description:
(B)(4). I was implanted with a medical device implant called essure in 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 806693 this device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started last year, (B)(6) 2015. This is a list of my side effects and symptoms that I have experienced due to essure: chronic yeast and bacterial infections, painful cysts in my ovaries, hypothyroid, gained 30 pounds in one year, stomach bloating, sharp pain on my left side, brain fog. I have been seen by my gynecologist quite consistently since having essure (instead of the typical yearly visit), mostly for bacterial and yeast infection as well as cysts on my ovaries. Since essure, I have been diagnosed with hypothyroidism. I am having a partial hysterectomy to remove essure on (B)(6) 2016.